Manufacturer narrative:
See attached follow up summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the gui (graphic user interface) display screen went blank. According to the initial log analysis ventilator continued to ventilate the patient during the event. The biomedical engineer tested the ventilator for over an hour and observed no issues. Reporting hospital is not willing to share any other information after multiple attempts.